Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrioventricular node ablation procedure due to worsening heart failure. Prior to procedure, it was noted that the left ventricular lead exhibited high capture threshold since 2009. The physician opted to cap and replace the lead during the procedure. The patient was discharged.